Event description:
It was reported that a remote alert was received for high, out of range (>125 ohms) shock impedance from this right ventricular (rv) lead. The patient has a history of fibrosis which has led to high capture thresholds. The physician brought the patient in for in-clinic provocative measures of the rv lead, but the shock impedance measurements were in range. Additionally, no noise or loss of capture was observed. However, because of the patient history of high thresholds, gradually rising pacing impedance (1995 ohms) measurements, and jumpy shock impedance, the physician elected to schedule a rv lead replacement procedure. At this time, the lead remains implanted and in service. The patient was stable with no adverse consequences.